Manufacturer narrative:
The insulin pump was received with frozen screen and a constant audio alarm due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a39 alarm and a40 alarm and button keypad unresponsive due to frozen screens. Visual inspection of the keypad assembly shows no damage or moisture. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor communication error alarm and readback error alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 143 mg/dl at the time of incident. The customer stated that the insulin pump was dropped and got exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.